Event description:
The hcp reported that the pump was replaced due to increasing pain and "low battery". Surgery was planned to replace the catheter and pump, as "it was felt the pump was malfunctioning". The patient experienced hypertension, headache and severe pain in pelvis and legs post-operatively. It was also reported that on postop day 2, the patient was experiencing withdrawal; specific symptoms and treatment were not reported. The patient reported that the surgery was prolonged "coded" three times, was in intensive care in a coma and that she was not treated for her hypertension; not confirmed by hcp. The patient was discharged in 2003 "in good condition".